Event description:
The customer reported the system displayed an error code message. No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board was replaced. The system was then found to be operating as intended.